Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) began emitting beeping tones. Upon interrogation, this crt-d was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received confirming that this device was explanted due to the recorded code 1003. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis was unable to confirm the reported observations. The device was subjected to and passed all returned product testing. The device was found to have met specification.